Event description:
The customer reported that during the procedure, air bubbles were seen on injection during coronary angiogram procedure. This occurred about six weeks ago and a few days apart. The two patients did not require any intervention or additional procedures. No additional information was provided. No harm or injury to the patient was reported. This is one of two reports for this complaint: 1721504-2010-00174.

Manufacturer narrative:
Device evaluation: the device were not returned for evaluation. The customer discarded both devices at the hospital. The complaint is not confirmed. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. Unable to determine root cause for reported failure without the actual devices. Additional information was not available from customer. Complaint data base will be monitored for similar complaints. Evaluation: method, device history record was reviewed, complaint data base was reviewed. Results: unable to determine root cause of reported failure.